Event description:
The dr claims that during a graft embolectomy procedure, the graft tore. The tear was repaired by suturing. The procedure outcome was successful. The graft was left in. The pt's condition was reported as fine. Additional info received on 2/27/2004: the overall condition of the pt prior to the embolectomy was good. The batch number of the device is unk and unattainable. The graft was initially implanted for an esrd procedure approx 6 weeks ago. The tear was found at the embolectomy site, mid-portion of the graft. There was no leakage of blood through the tear prior to or during surgery. The embolectomy date was approx 3 weeks ago. Note: the exact incident date is unk and has been approximated from available data for reporting purposes only. Additional noted: esrd refers to end stage renal disease.